Event description:
Customer called to report while the batteries were changed, the pump had an alarm. Customer was able to clear the alarm by pressing the select/activate buttons. It stated that the pump was not dropped, bumped, or exposed to moisture.